Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the auth polina called in stated having issues with the male wicks father is experiencing leakage, attempted to trouble shoot the unit. Auth stated she was not by the unit or by the wicks could not conduct trouble shoot at the moment, did go through and point out some key things on how the wick should look before and after placement, however did stress the point without the auth being physical present with the unit or the wicks could not properly ascertain what was going on. The auth was upset stated she was not satisfied with the outcome stated she knows that it is the wicks it's self that are not working properly and she should not have to spend the amount she does on top of shipping cost and come home to her father being wet. Did again advise we could further assist when she is next to the unit and by the wicks, she stated she would call back when she is free to do the trouble shoot, however requested to speak with sups. It's unclear if lot number was requested. Used with female wicks. Unclear if medical intervention was provided. No additional information provided.

Event description:
It was reported that the auth called in stated having issues with the male wicks father is experiencing leakage, attempted to trouble shoot the unit. Auth stated she was not by the unit or by the wicks could not conduct trouble shoot at the moment, did go through and point out some key things on how the wick should look before and after placement. However, did stress the point without the auth being physical present with the unit or the wicks could not properly ascertain what was going on. The auth was upset stated she was not satisfied with the outcome stated she knows that it is the wicks it self that are not working properly and she should not have to spend the amount she does on top of shipping cost and come home to her father being wet. Did again advise we could further assist when she is next to the unit and by the wicks, she stated she would call back when she is free to do the trouble shoot, however requested to speak with sups. It's unclear if lot number was requested. Unclear if medical intervention was provided. No additional information provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.